Event description:
The hospital reported that the variable stiffness knob would not turn easily when the endoscope was inside the patient. The procedure was completed without complications or injuries.